Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. The subject device was reported to be broken on (B)(6) 2017 but it is unknown when the device became broken. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: apr 10, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that upon routine inspection of the reduction instrument received for use in a distal tibia surgery scheduled on (B)(6) 2017, it was discovered that the tip of the instrument was broken and missing from the package. Another instrument was ordered. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the visual inspection has shown that the threaded tip of the instrument is completely broken off as complained. The broken off part was not returned for investigation. The review of the device history records revealed that this instrument was manufactured in april 2012 according to the specifications. No non-conformities were generated during production. The components and final product met inspection records and passed acceptance criteria. The relevant dimensions of the returned part could not be verified due to the damage incurred. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances; the failure mode is most likely a result of a mechanical overloading. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.